Event description:
It was reported to boson scientific corporation on february 27, 2009 that a microvasive rx locking device & biopsy cap system was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, the physician advanced a device down the channel of the scope. The foam from the cap of the rx locking device became loose and was forced down the channel of the scope. The procedure was completed with another microvasive rx locking device & biopsy cap system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of th procedure was reported to be satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.